Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the rn went to hang the flush bag after the administration of an antibiotic, it was noted that the tubing was leaking out of the end of the drip chamber. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of tubing leaking below drip chamber was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted on the primary set during visual inspection. The tubing was inserted all the way up the drip chamber. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional and pressure testing confirmed the set leaked from the pvc tubing and the drip chamber. Dimensional analysis was performed on the pvc tubing and the tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.